Event description:
It was reported that during a da vinci si total benign hysterectomy procedure, a cable separated at tip that goes inside patient on a pk dissecting forceps instrument. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis confirmed the reported complaint. One conductor wire was broken at the yaw pulley exit. The wire was detached from its connection at the grip. Electrical continuity testing was performed and failed. The yaw pulley showed no signs of arcing. Additional observations not reported was the yaw pulley was broken and missing a .159 x .051 piece on the same side as the broken conductor wire allowing the grip to move within the pulley and have a larger range of motion in yaw. The tips of the instruments grips were bent. One grip was bent, causing a side to side misalignment of the grips. There was a .055 offset at the tip indicating overloading. Failure analysis concluded the damage may be due to mishandling / misuse. Also, visible scratches on the surface of the pulley were found. Various scratches on the distal end of the main tube showing light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. Failure analysis concluded the damage may be due to mishandling / misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; a piece of missing yaw pulley and tube abrasions with material removed ,found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.